Manufacturer narrative:
The clinic reported that with the baha abutment ba400 10 mm (93335) removal, there was no cutting of the skin, IV/oral/topical prescription or general/local anesthesia used. Details on product and recipient are now available. This follow up report is submitted on july 10, 2019.

Manufacturer narrative:
Device details were not available at the time of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced persistent infection at the abutment site and subsequently was administered oral antibiotics (date not reported) and topical steroids (date not reported).